Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be depleting quickly for the past two weeks. Review of the pump history during troubleshooting with tandem technical support showed the pump battery depleted from 90% to 5% within two and a half days. The customer¿s blood glucose level was 169 (mg/dl) at the time of the report. Reportedly the customer would continue to use the pump for insulin therapy. The customer also had manual injection supplies available.